Manufacturer narrative:
The event product was returned to applied medical for evaluation with one rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robotic prostatectomy w/ removal of pelvic lymph nodes. Incident description: "cff73 was utilized as an accessory port for dr. [1] & dr [2] (chief resident) case. During the case, surgeons noticed a piece of the trocar fell inside the patient. They were able to retrieve the piece from the patient during the case." Additional information received via email from territory manager on april 13, 2017: the section of the trocar that fell into the patient was the black rubber piece from the inner seal not the double duckbill. In speaking with the surgeon, dr. [1], they did utilize the anchor bag, suction/irrigation, and pass needles through that accessory port. I confirmed with him that the largest needle that they utilized was the CT needle in this case. Type of intervention: "they were able to retrieve the piece from the patient during the case." Patient status: no patient injury.